Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the insufflator to correct the issue. The system was tested and verified as ready for use. Isi did receive the insufflator and performed the failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The insufflator was installed onto the known good in-house system and powered on. Installed a golden valid tube set and the insufflator was able to engage. Installed an invalid tube set and unit triggered error message ¿invalid tube set¿ as well as light ring on the insufflator kept flashing yellow. Performed insufflator functional test and unit passed all tests. However, when leaving the system on idle there was air leakage. From these findings, failure analysis could not determine the root cause of the issue.

Event description:
It was reported that the customer contacted the technical support engineer (tse) and reported co2 is leaking from inside the insufflator. After removing the back panel, the leak seemed to originate from somewhere on the insufflator. There was no patient involvement.